Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedures. Based on available information, a cause for the reported thrombosis could not be determined. The reported medication was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the procedure, the patient developed blood clots in the right atrium. Medication was given resolving the blood clots. The activated clotting time was maintained at >250 seconds throughout the procedure. A total of three clips were implanted without issue, reducing mr to 1. No additional information was provided.